Event description:
Reporter alleged obtaining discrepant back to back glucose results of 540 mg/dl, 202 mg/dl and 186 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.